Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl), 48 mg/dl and 236 mg/dl, when testing was performed back-to-back on the advantage system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. Customer alleged a blood glucose result of 3 mg/dl when performing blood glucose tests on the advantage system. 3 mg/dl is below the range of the device, and the device should report the result as "lo" for any result less than 10 mg/dl. The customer reported no symptoms, treatment, or action based on the results. No serious adverse event was reported. No product is available for return; replacement product was sent.